Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue is attributed to degradation problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the sonicbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the sonicbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the sonicbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the sonicbeat's insulation pad was severely worn. There were no reports of patient involvement.